Event description:
It was reported that at the time of connection to the external pulse generator (epg) the patient experienced a ventricular fibrillation (vf) event. It was noted after turning on the epg and pacing r and t, vf was induced and the patient required cardiopulmonary resuscitation (CPR), external defibrillation and other life-saving measures. Patient achieved return of spontaneous circulation and is now stable. It was also noted that the epg outputs were decreased to minimum at the time of turning on the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.